Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown "triathlon trident tibia." It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Manufacturer narrative:
Reported event: an event regarding a revision due to subsidence involving a tritanium baseplate was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as no items were returned. -medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: "based on current findings it is not possible to establish a root cause of failure for this case of early tritanium baseplate loosening." -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the exact root cause could not be determined because insufficient medical information was provided. Operative reports, progress notes, and clinical history are needed. If additional information is received, this investigation will be reopened and re-evaluated. A CAPA trend analysis was conducted for the reported failure mode and concluded tritanium baseplate loosening may result from factors not related to the device.

Event description:
It was reported patient had revision of knee due to subsidence (triathlon trident tibia).

Event description:
It was reported patient had revision of knee due to subsidence (triathlon trident tibia).